Event description:
Ng tube placed but was not inserted to correct depth. Pt kept pulling on it. Upon removal, noted that last 1cm of the tube was missing. Was not seen in nose or mouth. X-ray obtained, and new ng tube placed 4 days later.